Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (398-current value not provided). The infusion set was change and a correction bolus was delivered to address the initial high bg; however, bg increased the next day. The contact was not with the customer at the time of the event. No additional information was provided.